Event description:
It was reported that the programmer would user interface would not allow for scrolling to certain settings. It was also reported that the electrocardiogram was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had a user interface issue and that the electrocardiogram was not working. These parts were replaced and the programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.